Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl. Customer's other relevant blood glucose was 370 mg/dl, 368 mg/dl, 258 mg/dl. The customer was treated with insulin syringes. The customer did experienced the symptoms such as little hard time breathing and nausea and heart burn. Troubleshooting was done for high blood glucose and under delivery customer has been using insulin pump system within 48 hours of reported high bg event. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.